Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the helix would no longer extend after only two deployments. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.